Manufacturer narrative:
Referring to the product inquiry the target device t2 humerus is the primary product. No further associated products were reported. A review of the DHR / inspection records for the reported instrument revealed no discrepancies; no material or manufacturing related issues were found. Further, the device were documented faultless prior to distribution and as it had been in use for approx. 1.5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. A simulation of the pre-operative function test (as required per IFU) performed on the returned item with sample devices revealed that function is fully given. The drill passed the corresponding bores without contact to the nail. Furthermore, the friction lock mechanism (designed to keep the sleeve in place and prevent it from falling out and to also keep the sleeve from sliding during screw measurement) is fully functional, as well. The reported event could not be confirmed. Nevertheless, malfunction is usually found during pre-op inspection which is required per IFU. In case any deviations are detected during inspection prior to use the affected / deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied within appropriate time. The stryker osteosynthesis "instructions for cleaning, sterilization, inspection and maintenance" (literature number l24002000) help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Reasons for misdrilling are various. Potential causes could be e.g.: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail and nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. Guide wire not removed prior to drilling based on the above observations the root cause of the reported event is not linked to a deficiency of the device. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be assumed that the event was mainly based in any of the above conditions during the intra-operative procedure(s). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during the static diagonal locking miss drilling occurred. Miss-drilling from several surgeons. 2 surgeons were present during the medical procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the static diagonal locking miss drilling occurred. Miss-drilling from several surgeons. Two surgeons were present during the medical procedure.